Manufacturer narrative:
Event was reported to occur in 2017. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was not verified through a review of the event history log. The reported condition was verified. The device was found out of specification in relation to the reported condition of will not accept tubing which was reproduced when evaluation opened the door. The device would not recognize the open door and would not display the load set screen. The cause was determined to be a damaged lower latch switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not accepting the intravenous tubing. There was no patient involvement. No additional information is available.